Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured. The calcified 99% stenosed lesion was located in the somewhat tortuous mid left anterior descending (lad) artery. The physician used a 6fr terumo introducer sheath and a 6f mach 1 jl4 guide catheter to access the lesion. The lesion was predilated with a quantum maverick monorail 2.75x12mm balloon and a zeta 2.75x15mm stent was deployed. Post dilation was performed at 14 atms after stent deployment with rupture of monorail balloon occurring on the third inflation. The procedure was successfully completed with a hinode 2.75x12. No pt injuries or complications occurred. Pt status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.